Manufacturer narrative:
The grafts remain implanted. Therefore, our investigation is based on a comprehensive records re-review. Once the investigation is completed and results available, a follow up report will be submitted.

Event description:
Rti surgical, inc (rti) and tutogen medical (B)(4) (tmi), a wholly owned subsidiary of rti, received a complaint as part of the fortiva appear trial. The reported complaint indicated that a patient with history of stage 0 breast cancer underwent a nipple removing, skin sparing mastectomy with breast reconstruction. Two fortiva porcine dermis grafts were implanted on (B)(6) 2020 (serial ids (B)(4) on the left side and (B)(4) on the right side). This report pertains to serial ID (B)(4). On (B)(6) 2020 the patient developed pain and seroma formation. The information provided indicated that a 200ml and an 80ml seroma were drained. It is unknown at this time if the patient developed the seromas in one breast or bilaterally. The seromas resolved after drainage.

Manufacturer narrative:
Rti germany conducted a batch documentation review for serial ID (B)(6) manufactured from lot pd18480001. No departures were noted during processing for the lot. Serial ID (B)(6) met all acceptance / inspection criteria prior to distribution. To date, 11 fortiva® tissue matrix 1mm grafts have been manufactured and distributed from the lot without related complaints. Many different things may be the cause of pain after a surgical procedure. After a certain period of time, 3 weeks post-operatively, pain should be considered as a symptom of an existing complication in the wound healing process. Such complications can include infection, lymph node drainage failure, development of a seroma, or a rejection reaction to an implant. In this case, the patient had drainage from both seromas post-operatively. The right breast was swabbed and was negative for growth of microorganisms. It is more plausible that the patient's adverse event was associated with a source or event extrinsic to the xenograft implant.